Manufacturer narrative:
His product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced with a non-boston scientific lead and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead was explanted and replaced due to high threshold measurements. The pacemaker was noted to have reached standard elective replacement indicator (eri).

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem was detected. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.